Event description:
It was reported that the customer has been hospitalized twice for high and low blood glucose. It was stated that the customer is very big, and they have had paramedics out to the house at times when the customer has fallen down and unable to get back up. The wife stated that the insulin pump has been dropped. The blood glucose reading was 535mg/dl by the time the paramedics arrived. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found several auto off alarms. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. The caller stated that the insulin pump has been exposed to MRI's and x-rays numerous times. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.